Manufacturer narrative:
Mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the base handle testing low at 46 ft-pounds and needs to be readjusted. The swivel adaptor will need a new draw bar. Unit received without an end cap and the left bracket needs to be readjusted. General maintenance and cleaning required. Base handle needs to be readjusted, swivel adaptor needs a new draw bar. Root cause - the reported complaint was confirmed via inspection of the unit. Base handle tested low and needs to be readjusted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00353. A facility reported that mayfield base unit (a3101) was loose in many of the locking areas and need to be properly recalibrated. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.